Event description:
It was reported to philips that while moving the table in free-floating mode, a user pinched their fingers, damaging the top part two fingernails on their left hand. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during clinical use, the user unlocked the patient table to reposition it while the table was in a freely floating state. During this activity, the user¿s left hand was positioned near the outer rail and table column. While moving the table toward the head direction, the user¿s fingers became trapped between the moving rail and the table column covering. The procedure was already completed as planned, and there was no impact or delay to the patient. The user sustained injuries to the nailbed and fractures of the fingertip bones in two fingers of the left hand. Initial treatment included management of heavy bleeding with a pressure bandage, followed by emergency room care consisting of disinfection and wound dressing with plaster applied to two fingers. No patient harm was reported. The system was inspected and confirmed to be functioning as intended, with no malfunction identified. A review of the device's instructions for use (IFU ¿ 4522 203 67181, section 5.10.1 safety information) confirmed that the following warning is provided to users regarding the potential risk of injury due to accessing the longitudinal guiding mechanism: ¿it is possible to access the longitudinal guiding mechanism from underneath the tabletop. Serious injury may result if any part of the body becomes trapped in the mechanism.¿ although the system was operating within specifications, philips is addressing finger entrapment concerns through the correction z-1093-2025. Additionally, philips is working on redesigning additional brackets, and table covers and will make scheduled replacement visits once available. The codes were updated based on the investigation outcome.